Manufacturer narrative:
On august 14, 2023, mentor received additional information indicating that the patient's date of explantation was updated to august 29, 2023. On august 29, 2023, mentor received additional information indicating that the patient was stabbed in the left breast prior to the breast complications reported.

Manufacturer narrative:
On september 18, 2023, the mentor failure analysis lab received the device for evaluation. On september 19, 2023, mentor received additional information indicating that the patient's implant was replaced with a 550cc mentor memorygel breast implant (catalog: 3505504bc lot: 9888373 sn: 9888373-034). On september 21, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 550cc breast implant was found to be ruptured and received in (3) three parts. The evaluation determined that the possible cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Event description:
It was reported that a 32-year old caucasian female patient underwent primary breast augmentation with two 550cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination, with left breast capsular contracture (baker grade IV). At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 10, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On september 5, 2023, mentor became aware that the following information was erroneously omitted from the supplemental report sent on (B)(6) 2023: during the removal surgery, it was discovered that the implant was also ruptured. 6. Medical device problem code: a0412.